Event description:
A caller reported an alarm related to an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform various actions, including disconnecting tubing, tightening the t:lock, and delivering a bolus, due to the recurring alarm. The customer was advised to replace supplies as necessary and resume insulin. Follow-up was requested for additional assistance.